Event description:
Customer reported that she underwent a breast reduction procedure in 2009. The patient developed an inflammatory response that included swelling, pressure and drainage three days following the procedure. The surgical site subsequently "pulled open". The patient was prescribed ibuprofen to treat the inflammation and also prescribed antibiotics. The sites reportedly have not healed and the patient is seeking additional treatment options.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. The actual device associated with this event is not known. Consumer reports the following possible products: lot: unk, lot: unk, lot: unk. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.